Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 794892) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia"), genital haemorrhage ("general abnormal bleeding"), autoimmune disorder ("autoimmune diagnosed"), post procedural complication ("post removal complication-yes") and psychological trauma ("psychological injury"). The patient was treated with surgery (hysterectomy + bi-s). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia and genital haemorrhage had resolved and the autoimmune disorder, post procedural complication and psychological trauma outcome was unknown. The reporter considered autoimmune disorder, genital haemorrhage, menorrhagia, pelvic pain, post procedural complication and psychological trauma to be related to essure. Most recent follow-up information incorporated above includes: on 9-jan-2020: plaintiff information form received. Essure lot number was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia"), genital haemorrhage ("general abnormal bleeding"), autoimmune disorder ("autoimmune diagnosed"), post procedural complication ("post removal complication-yes") and mental disorder ("psychological injury"). The patient was treated with surgery (hysterectomy + bi-s). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia and genital haemorrhage had resolved and the autoimmune disorder, post procedural complication and mental disorder outcome was unknown. The reporter considered autoimmune disorder, genital haemorrhage, menorrhagia, mental disorder, pelvic pain and post procedural complication to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: plaintiff fact sheet received. Event injury was deleted and device category changed from device other event to incident. Events added from pfs- pelvic pain, general abnormal bleeding, autoimmune diagnosed, post removal complication-yes. Reporter information were added. On 5-may-2020: plaintiff fact sheet received. No new information were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 794892) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia"), genital haemorrhage ("general abnormal bleeding"), autoimmune disorder ("autoimmune diagnosed"), post procedural complication ("post removal complication-yes") and psychological trauma ("psychological injury"). The patient was treated with surgery (hysterectomy + bi-s). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia and genital haemorrhage had resolved and the autoimmune disorder, post procedural complication and psychological trauma outcome was unknown. The reporter considered autoimmune disorder, genital haemorrhage, menorrhagia, pelvic pain, post procedural complication and psychological trauma to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc (product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.